Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient noticed that the tubing had completely pulled out of her plastic connector. She stated that her pump slid off her lap and hit the floor and the site location was right upper abdomen. Reportedly, the fracture occurred, as the tubing detached from the second-round disc, but needle portion was still in her body. Upon investigation, it was found that the tubing was detached from the tubing connector (missing glue). No further information available.